Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this device was admitted to the hospital due to symptoms of heart failure. This patient experienced cardiac arrest and had to be resuscitated. This patients heart rate was between 70 and 119 beats per minute (bpm). It was noted that this patient was receiving shocks during the cardiac arrest and afterwards, during which this patients body could be seen moving during the shocks. Technical services (ts) reviewed noting this device is not set up to treat unless this patients heart rate is 200 bpm for 10 seconds if it was tachy rhythm. Ts recommended a field representative to interrogate this device for possible oversensing. Additional information is being requested from the field. This device remains in service. No adverse patient effects were reported.